Event description:
Customer obtained results of 130 mg/dl and 271 mg/dl within 10 minutes on the advantage system. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.